Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "pharmacist calling from home asking if the powerpicc can be injected with cathflo due to an occlusion. Patient in the hospital with powerpicc is not getting a blood return. Ms&s informed that cathflo is not contraindicated with his catheter. Caller does not have any product information or any other details at this time.